Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. There was no complaint stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00450. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: product did not contribute to event. Product not returned. Complaint history reviewed. Device history record reviewed.evidence that product in spec when used. Use of device could not be determined.

Event description:
Allegedly this was removed during the revision of another component.

Event description:
Allegedly, this was removed during the revision of another component.